Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient is alleging trouble sleeping, lung disease (unspecified). At this time, no medical intervention has been reported. Additionally, the device was returned to the third-party service center. There was no evidence of foam particles observed. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In this report h11 updated as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging trouble sleeping, lung disease (unspecified). At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was one error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box d: model number, catalog item identifier, product UDI has been updated. In box g: report source - other has been updated. In box h: device problem code grid, component code grid, remedial action init, recall (z) number has been updated.